Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Dislocating hip. Explanted a series2 liner and an omnifit stem. Dual geometry cup was left in place. Implanted a new stem and new series2 liner.